Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: tf (B)(4) (pexpvalve sensor defect); flow sensor calibration needed. No patient involvement.

Event description:
The following was reported to hamilton medical ag: - tf 231022 (pexpvalve sensor defect) -flow sensor calibration needed no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).